Manufacturer narrative:
Internal investigation into strattice lot sp100121 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up# to report the results from the internal investigation and the conclusion. As reported in the initial: during the lot reconciliation on (B)(6) 2023 for legal event (B)(4), it was identified through discovery that this patient was also implanted with sp100121-080 on (B)(6) 2014, although the original summons did not report a second strattice device was implanted. The original summons reports: it was reported through a legal event that a 51 year old female patient had hernia repair surgery on or about (B)(6) 2013. During the hernia repair surgery, the surgeon implanted a strattice mesh. The records indicate this is a strattice 10 x 16 cm mesh. After surgery, the patient had a revision surgeries on (B)(6) 2014, and (B)(6) 2016. No other information was provided. Since the patient underwent a revision surgery in (B)(6) 2016 after the second device was implanted, this record was opened to capture the event of assumed re-herniation and is associated with lot sp100121-080. This is the same event and the same patient reported under MDR # 1000306051-2022-00227 (abbvie complaint # (B)(4)).

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.

Event description:
During the lot reconciliation on (B)(6) 2023 for legal event pr (B)(6), it was identified through discovery that this patient was also implanted with (B)(6) on (B)(6) 2014, although the original summons did not report a second strattice device was implanted. The original summons reports: it was reported through a legal event that a 51 year old female patient had hernia repair surgery on or about (B)(6) 2013. During the hernia repair surgery, the surgeon implanted a strattice mesh. The records indicate this is a strattice 10 x 16 cm mesh. After surgery, the patient had a revision surgeries on (B)(6) 2014, and (B)(6) 2016. No other information was provided. Since the patient underwent a revision surgery in september 2016 after the second device was implanted, this record was opened to capture the event of assumed re-herniation and is associated with lot (B)(6). This is the same event and the same patient reported under MDR # 1000306051-2022-00227 (abbvie complaint # pr (B)(4)).